Manufacturer narrative:
This report is submitted on august 30, 2019.

Event description:
Per the clinic reported, a small opening of around 0.5mm in diameter at recipient's implant site. Revision surgery was completed on (B)(6) 2019 by surgeon to cover the opening. Device remains in-situ.